Event description:
On 23rd december 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye the optic was observed to be scratched necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be scratched. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv toric rao210t batch 065270097 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data identified that no other similar incidents have been received against the rayone emv toric rao210t batch 065270097. The device was returned dehydrated in the blister tray. Preliminary visual inspection of the injector confirmed that the flaps were partly open, and the plunger was fully retracted. Viscoelastic residue was observed within the nozzle. The injector was disassembled, and all components were examined under 10× magnification. No damage was identified on any injector parts. No lens was returned with the device, so unable to verify the reported fault. To facilitate functional testing, the injector was reassembled and loaded with a rayone aspheric 600c lens from rayner stock. The device was prepared and operated in accordance with the IFU, using ophteis bio 3.0% ovd. The injection was completed successfully with no resistance, and no damage was observed to either the test lens or the injector following use. A toluidine blue 0.5% dye test was performed on the nozzle to assess the integrity of the hydrophilic coating. No irregularities or coating defects were identified. The root cause of the reported fault could not be established; however, injector related root cause of damage to the lens has been ruled out during testing performed. The observation of the flaps being partly open could be root cause of damage to the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be scratched. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv toric rao210t batch 065270097 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data identified that no other similar incidents have been received against the rayone emv toric rao210t batch 065270097. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the lens optic damage during implantation.

Event description:
On 23rd december 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye the optic was observed to be scratched necessitating lens explantation and exchange.